Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned data and the available production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned follow-up and home monitoring data were checked. The clinical observation could be confirmed. The device status eri was properly displayed. The battery voltage shows an unexpectedly rapid drop since the last follow-up. A component defect cannot be ruled out as cause for the rapidly dropping battery voltage. The case is thus closed. However, if additional information or the device itself shall arrive at a later point of time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - it was reported that approx. 27 months after implantation battery status eri was communicated via homemonitoring. No explant date was provided.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. The ICD was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In a first analysis step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD then underwent a status interrogation, and the device memory was analyzed. The analysis showed that the battery voltage temporarily dropped below the eri threshold. This led to the eri detection and, subsequently, to a notification by the home monitoring, in order to ensure patient safety. In addition, a discrepancy was found between the drawn charge and the measured battery voltage. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The power consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, the battery was still sufficiently charged. However, a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. Due to this internal short-circuit, an increased battery-internal self-discharge was enabled. In summary, the ICD had been implanted for 28 months. The analysis showed that the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions during the implantation time.